Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after eating yogurt, with blood glucose rising from 171 mg/dl to over 300 mg/dl and remaining above 180 mg/dl for approximately 4 hours; the user questioned infusion site function with an inset 23" 6 mm and replaced the site, after which glucose decreased to 241 mg/dl while on the phone, and replacement infusion sets were provided along with troubleshooting and education. Symptoms included high blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no emergency care, no ketone testing, and no use of backup therapy. Investigation included customer interview and review of therapy history. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device alerts or alarms reported and no hardware evaluation possible since the previous infusion site was discarded. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.